Event description:
It was reported that a patient presented with high defibrillation impedance noted on the patient's right ventricular lead. The change was suspected to the due to a physiologic change. The lead will continue to be monitored. No adverse patient consequences were reported.